Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc sensor. Customer received a "start new sensor" message on day 2 of sensor wear and was unable to obtain sensor readings. As a result, customer experienced hypoglycemia and a loss of consciousness and was unable to self-treat, requiring unspecified treatment by third-party. Customer had contact with an hcp who obtained a reading of 38 mg/dl on their device and treated the customer with an unspecified injection for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.